Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3093-28, lot# v342999, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient had a procedure on the monday prior to the report, where she had injections in her neck and spine, and she turned off stimulation as requested. The patient had forgotten to turn it back on until the day prior to the report. The patient turned stimulation on and it shocked her in the vaginal area ¿very bad.¿ the patient also ¿lost her water¿ while standing in the kitchen, ¿it just came straight out and she had no control.¿ when the patient turned on stimulation the programmer showed it was set on 3.45, which was uncomfortable and painful, so she decreased to 3.25. This was still painful, but the patient could not remember how to turn stimulation off, so waited until the day of the report and suffered through the night. It was noted that the patient had not had any falls or trauma. The patient outcome was not provided, so additional information was requested. If additional information is received a supplemental report will be sent.